Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned within a microcatheter, and it was recovered during microcatheter investigation. The stent delivery wire (sdw) was found to be kinked/bent, and stent was found to be deformed. The stent introducer sheath was not returned. A functional inspection could not be performed as the stent was deployed for events stent difficult/unable to transfer and stent difficult to advance or pullback through catheter. For stent deployed prematurely during use functional test it was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) stent deployed prematurely during use was confirmed during visual inspection of the returned device. The remaining ar codes 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the device was being used in an 'anterior communicating artery (acom artery) acoma aneurysm case. Used a microcatheter to deliver stent and after the stent went into microcatheter big resistance was encountered and after several tries the stent deployed in microcatheter. Replaced the microcatheter and stent with new ones to finish the procedure'. The stent was returned for analysis deployed inside the proximal section of an microcatheter. Once it had been removed, the stent was noted to be deformed in the middle section closer to the proximal (closed cell) end. The 3 marker bands were present on both ends of the deployed stent. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned for analysis and was noted to be kinked/bent along its length. The event description notes big resistance during advancement of the stent inside the microcatheter. Given the event description and the condition of the returned stent, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal sheath movement). The user will then experience resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. When attempting to remove/retract the stent, the sdw can slip through the stent inside the microcatheter lumen if the stent becomes jammed inside the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent difficult/unable to transfer, 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and 'as analyzed' codes stent deployed prematurely during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an anterior cerebral artery (aca) aneurysm case, operator used subject stent along with microcatheter. Resistance was encountered when stent went into microcatheter and inside the catheter shaft. After several tries the subject stent deployed in microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an anterior cerebral artery (aca) aneurysm case, operator used subject stent along with microcatheter. Resistance was encountered when stent went into microcatheter and inside the catheter shaft. After several tries the subject stent deployed in microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.